Event description:
In an article titled "three-year outcomes after kyphoplasty in patients with osteoporosis with painful vertebral fractures", the following event was reported: clinically asymptomatic cement leakages occurred in 9.7% of the treated vertebral bodies. No complications related to the kyphoplasty procedures occurred during follow-up period. It was noted that the bone cement was mixed per IFU and was never injected runny. No additional information was reported.

Manufacturer narrative:
Report source: article titled "three-year outcomes after kyphoplasty in patients with osteoporosis with painful vertebral fractures", by christian kasperk, md; ingo a. Grafe, md; sven schmitt, dds; gerd noldge, md; christel weiss, phd; katharina da fonseca, md; jochen hillmeier, md; martin libicher, md; urike sommer, dds; gottfried rudofsky, md; peter-julrgen meeder, md; and peter nawroth, md, phd. Device not returned; followed-up with author.